Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported during an in house training by a by a getinge clinical representative , the cardiosave intra-aortic balloon pump (iabp) unit has a helium leak. Unit fully functional before training. When returned from training, cathlab personnel unsuccessfully attempted to install helium on unit but would audibly leak out. There was no patient involvement reported.

Manufacturer narrative:
Getinge field service engineer (fse) was dispatched to investigate the issue. The fse was able to replicate the reported issue. When attempting to install helium tank on unit and open, the fse identified an audible leak, seemingly coming from under the high pressure transducer. So, the fse replaced the high pressure transducer, multiple helium tubing assy, high pressure regulator, and o-ring. Post replacement, the fse physically observed x4 reading holding steady for about 20 minutes while providing feedback on repairs completed. The unit was calibrated and passed all functional and safety tests per factory specifications. The unit was returned to the customer and cleared for clinical use. This is a 4 part complaint, all parts were tested together and then individually. 1-the following investigation was performed by technician of the failure analysis and testing department (fat) wayne, nj. The failure analysis and testing department received a high pressure transducer with a reported of ¿helium leaked¿. Performed visual inspection of the high pressure transducer per the cardiosave service manual and found no visual damage and the part is seen in good condition. Installed the high pressure transducer into the iabp cardiosave test fixture for testing of the reported problem. Performed and tested in accordance with the service manual, in an attempt to recreate the reported problem. Found that all functions were normal. The test (20 minutes) did not trigger the reported problem of the ¿helium leaked¿. The failure analysis and testing department was unable to replicate the failure experienced by the customer. Retaining the high pressure transducer in the failure analysis and testing department per procedure. 2-the following investigation was performed by technician of the failure analysis and testing department (fat) wayne, nj. The failure analysis and testing department received a pressure regulator, with a reported of ¿helium leaked¿. Performed visual inspection of the pressure regulator per the cardiosave service manual and found no visual damage and the part looks to be in good condition. Installed the pressure regulator into the iabp cardiosave test fixture for testing of the reported problem. Performed and tested in accordance with the cardiosave service manual part number, in an attempt to recreate the reported problem. Found that all functions were normal. The test (20 minutes) did not trigger the reported problem of the ¿helium leaked¿. The failure analysis and testing department was unable to replicate the failure experienced by the customer. Retaining the pressure regulator in the failure analysis and testing department per procedure. 3-the following investigation was performed by technician of the failure analysis and testing department (fat) wayne, nj. The failure analysis and testing department received a tubing assembly(helium), with a reported of ¿helium leaked¿. Performed visual inspection of the tubing assembly(helium) per the cardiosave service manual and found no visual damage and the part looks to be in good condition. Installed the tubing assembly(helium) into the iabp cardiosave test fixture for testing of the reported problem. Performed and tested in accordance with the cardiosave service manual, in an attempt to recreate the reported problem, the test was able to trigger the reported complaint of ¿helium leaked¿. The failure analysis and testing department was able to replicate the failure experienced by the customer and it looks like the tubing assembly(helium) has a helium leakage in one of the tubing connectors. Retaining the tubing assembly(helium)in the failure analysis and testing department per procedure. 4-the following investigation was performed by technician of the failure analysis and testing department (fat) wayne, nj. The failure analysis and testing department received an o-ring 0.351 x 0.072, with a reported of ¿helium leaked¿. Performed visual inspection of the o-ring 0.351 x 0.072 per the cardiosave service manual and found no visual damage and the part is seen in good condition. Installed the o-ring 0.351 x 0.072 into the iabp cardiosave test fixture for testing of the reported problem. Performed and tested in accordance with the service manual, in an attempt to recreate the reported problem. Found that all functions were normal. The test (5 minutes) did not trigger the reported problem of the ¿helium leaked¿. The failure analysis and testing department was unable to replicate the failure experienced by the customer. Retaining the o-ring 0.351 x 0.072 in the failure analysis and testing department per procedure.

Event description:
It was reported post in-house training by a getinge clinical representative, the cardiosave intra-aortic balloon pump (iabp) unit was leaking out a helium tank. Unit fully functional before training. When returned from training, cathlab personnel unsuccessfully attempted to install helium on unit but would audibly leak out. There was no patient involvement.